Manufacturer narrative:
A2. Reported patient age is the median age from all patients included in the study group. A3a. Reported patient sex is representative of the majority of patients (58.6%) in the literature article study group. B3. Reported event date is the date the article was published. B5. Patient deaths were reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Bao, l., he, s. (2025). Effects of manual carotid compression in endovascular thrombectomy for acute anterior circulation large-vessel occlusion: a multicenter, propensity score-matching study. Frontiers in neurology, 16, 1669778. Https://doi.org/10.3389/fneur.2025.1669778 medtronic review of the literature article found a retrospective review of 203 patients with acute occlusion of the intracranial internal carotid artery or the m1 or proximal m2 segments of the middle cerebral artery (mca) who underwent endovascular thrombectomy (evt) at three stroke treatment centers from november 2024 to march 2025. The study aimed to explore effects of manual carotid compression (mcc) achieving temporary proximal flow control (pvc) without interfering with endovascular procedures. Of the 203 patients included in the reviewed study group, 80 were included in the mcc group and 123 in the non-mcc group. Multiple manufacturers devices were used in the procedures including medtronic's react aspiration catheters, rebar microcatheter, and solitaire stent retrievers. It was not specified which device was used in each procedure except that rebar appeared to be the choice microcatheter in all procedures as no other microcatheters were specified in the article. No device malfunction was reported in the article. The following adverse events were reported in the article: - a total of 94 patients experienced post-operative intracranial hemorrhage, 22 in the mcc group and 72 in the non-mcc group. Of these, a total of 31 patients experienced symptomatic intracranial hemorrhage (sich), 4 in the mcc group and 27 in the non-mcc group.